Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a damaged temperature cable. The device was evaluated upon receipt. Patient temp cable 2 is damaged. Could see inside cable at the connector plug side. Advised customer to replace cable. Calibration passed. Electrical safety test passed. Device meets all criteria. A device history review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that patient line open error. Per sample evaluation results on 05mar2024, it was reported that the patient temp cable 2 was damaged inside cable at the connector plug side.